Manufacturer narrative:
Due to character limit: e1 (event site name) - (B)(6) medical center. Customer reported that the pump had gone into standby on its own and she was unsure of why. After having her print the alarm log, it was determined the gas loss alarm had sounded multiple times over the past few hours. She did not utilize the help screen or the iab fill key. The esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. The esp personnel had explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by tachycardia, febrile temperatures and intubation with a peep higher than 5. Furthermore the esp personnel encouraged user to call back should the alarm go off several times in an hour so that it can be troubleshooted. User also asked about when to change the helium on the cardiosave. Her helium icon was still green, and the low helium alarm had not sounded. So, esp personnel informed her that when the low helium alarm sounds, she has 24 autofills, approximately 48 hours of helium left.

Event description:
It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) displayed a gas loss alarm during use. There were no patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes), h11.